Manufacturer narrative:
Correction to b5: updated describe event or problem . Updated: h4, h6, h11. In addition, the investigation found that the following malfunction occurred: due to damage to the charged-couple device (ccd) unit, a noise image occurs.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the adhesive on bending section cover (a-rubber) is detached, and due to a dent on the channel tube, the forceps cannot be inserted smoothly, and the forceps channel port has corrosion. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) is detached, and due to a dent on the channel tube, the forceps cannot be inserted smoothly, and the forceps channel port has corrosion. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Customer comment is insertion tube kinked in bf-q170 optera bronchoscope and onsite inspection result is major dent found on CT. Need to send to olympus workshop for detailed inspection & correction.major dent found on CT.